Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received pump received with unexpected restart alarm during unexpected restart error test due to broken solder joint interface board. No external ram error alarm noted. The insulin pump passed displacement test, operating currents, self-test and off no power test. No blank display noted. The low reservoir alarm function properly during test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via a phone call a blank display. Blood glucose at the time of incident was 148mg/dl. The customer states this is the second occurrence of the blank display. The customer stated that the battery cap was not damaged or corroded. The customer will be sent a replacement battery cap. The customer stated they had multiple unexpected restart and external ram errors. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.